Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 16-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was several months ago the pts implant felt like it was falling out of the pocket. The implant was pushing very hard against the patient's skin. Patient noted there had been some issues with the scar tissue from the old implant when they swapped out the batteries so they had always had problems with it. Patient thought that healing may have been an indicator because it was never hurt as much as it was now. The patient went to the ER and the device site was infected and started to dehisce. The patient had the device explanted and was hospitalized overnight.